Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels as high as 503 mg/dl since (B)(6) 2013. The patient detected dampness in the cartridge compartment and could smell insulin. The patient's mother thinks the insulin cartridge leaks insulin. No adverse event was reported. The insulin cartridge and infusion device were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.